Event description:
Two patients were found to have had central line with ha and lipids running per orders. Filter on the ha tubing found to be leaking leading to potential break in central line. Medical team aware. Unable to discontinue PICC line due to critical access on patient. IV tubing, fluid and filter changed using sterile technique per orders. Metromed, inc. FDA safety report ID # (B)(4).